Event description:
A second lens was placed in the eye during the same procedure that was initially reported. The pt status after surgery was good.

Event description:
A surgeon reported that an intraocular lens (iol) was noted to have a broken haptic during implantation. Enlargement of the surgical incision was required to facilitate removal of the iol.